Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site. It was found that the user was encountering an error 25 when trying to expose. Tried replacing battery monitor board and charger boards 1 and 2, but did not resolve the issue. Found 2 bad batteries in tray 3 that would fail only while under load. Unable to x-ray due to low power in x-ray batteries. Replaced battery monitor board, charger boards 1 and 2, and 6 x-ray batteries. System checkout performed. System ready for use. The battery monitor board, charger board 1 and charger board 2 were all returned to the manufacturer for evaluation and all passed functional testing. No fault was found with any of these parts. The batteries were discarded on-site, so no part return is expected. An electrical failure mode was confirmed on-site, with low voltage batteries being the root cause. A full imaging system check-out was completed following part replacement, and all tests passed. Full system functionality was confirmed and the system was returned to service. (B)(4).

Event description:
A site representative reported that during a spinal fusion procedure the imaging system batteries were not holding a charge. It was reported that the first spin of the case was successful. When the imaging system was brought back around the patient for a confirmation spin, 2d localization shots could not be taken. A short beep was heard when the button was pressed, but no exposure was taken. This was attempted multiple times without success. It was noted that the battery monitor was empty when the system was being pulled away from the patient. The system was then plugged into outlet power. The green line power light was reportedly illuminated, but the 'battery charging' light and the battery monitor board on the image acquisition system (ias) were dark. The use of the imaging system was discontinued because of this issue. The procedure was completed successfully using a c-arm after a reported delay of 10 minutes. The patient was not impacted.